Manufacturer narrative:
Device passed the displacement and self test. No unexpected audio/vibrate alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had no audible tone. Customer¿s blood glucose level was unknown. Customer reported that they changed the battery and battery cap. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.